Manufacturer narrative:
The lot was manufactured from august 21, 2020 to august 24, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 units of folfusor sv (small volume) burst during filling. There was no patient involvement. No additional information is available.